Manufacturer narrative:
(B)(4) the report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed the peel away sheath extrusion was separated adjacent to the tab. A portion of the tab was also observed to be torn and separated. Remains of the extrusion was still attached to the separated tab. The other tab was intact. One side of the sheath was split completely down the extrusion. The sheath extrusion was additionally severed to observe the cross section. The outer and inner diameter of the sheath could not be measured due to the condition of the returned sample. Functional inspection was not required as part of this complaint investigation. Based on the customer report, the sample received, and past comments from manufacturing, manufacturing likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "white plastic thumb tab of peel away sheath snapped off of the sheath while inserting PICC". No patient harm or injury. No medical intervention required. The patient's current condition was reported as "fine".

Event description:
It was reported "white plastic thumb tab of peel away sheath snapped off of the sheath while inserting PICC". No patient harm or injury. No medical intervention required. The patient's current condition was reported as "fine."

Manufacturer narrative:
(B)(4).